Event description:
It is reported that during surgery in 2008, surgeon grasped the shell and noticed a metal fiber protruding from the rim of the shell penetrated through both of his gloves. Surgeon changed gloves and surgery was completed with another device. Surgery was delayed to 30 minutes.

Manufacturer narrative:
Evaluation: this report will be amended when our investigation is complete.